Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm (part. No: 03.019.025, lot.no: 8468475) was returned and received at us cq. The visual inspection of the received device indicated that the cap component was disconnected from the locking core shaft component due to the broken laser weld. The rest of the device shows normal wear which would not contribute to the complaint condition. Dimensional inspection: the outer diameter of the shaft proximal end near laser weld was measured and is within the specification per the relevant drawing. The internal diameter of the cap was measured and is within the specification per the relevant drawing. Document/specification review: the relevant drawings reflecting current and manufactured revisions were reviewed were reviewed. No design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the received device due to the broken laser weld between cap and locking core shaft sub components of the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.019.025, lot: 8468475, manufacturing site: hägendorf, release to warehouse date: 11. Sept. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the product was used to try to remove hardware and was broken during use. It was also reported that the two (2) screwdriver for multiloc screw had the same issue during the case. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, while the surgeon was putting the last multiloc screw into the patient, the knob on the back of the screwdriver for titanium multiloc screws snapped/popped off the back. The procedure was successfully completed with an unknown amount of surgical delay. The patient status is unknown. Concomitant device reported: unknown multiloc screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for (B)(4).